Event description:
A physician reported that a strange rattling sound inside the handle and felt that aspiration was unstable during surgery. The surgery was completed on same day, after replacing the product. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).